Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their therapy was off and they did not know how to turn it back on. Patient stated they had gotten so used to the stimulation that they didn't notice when it was gone but they were getting up in the morning and they were in more pain so they needed to see what was going on. Patient stated noticing the therapy was of last sunday. Agent walked patient through turning therapy back on and patient confirmed they were feeling a little bit of tingles. Agent reviewed with patient how to turn on therapy. Patient was not sure why it turned off. Agent advised patient to monitor issue and to call back if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.